Event description:
On (B)(6) 2009, patient reported noticing insulin in the chamber of her infusion device on (B)(6) 2009 when changing the cartridge. Patient stated it was at the bottom of the cartridge by the piston rod and she could tell it was insulin by the smell. Patient reported it wasn't enough to spill out of the chamber. She stated she was able to clean the insulin out of the chamber with a cotton swab. Patient reported no leak in system and stated insulin cartridge wasn't pulled off when removing. No physiological effects were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested return of suspect product of evaluation.